Manufacturer narrative:
User reported that pyxis anesthesia es device unexpectedly rebooted during procedure. Issue is captured in complaint file (B)(4). No report of harm, however patient was in or when the reboot occurred. Field service technician replaced hard drive then tested. No further issues identified.

Event description:
User reported that pyxis anesthesia es device unexpectedly rebooted during procedure. No report of harm, however patient was in the or when the reboot occurred.